Manufacturer narrative:
(B)(4). (B)(6). The device was received as an extra, non-reported sample with the sample for (B)(4). Visual inspection identified full foam separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap with povidine-iodine, a fully detached foam sponge from the cap was identified. There was no patient involvement. No additional information is available.